Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph depicting the location of reported defect was provided for evaluation. A visual evaluation was performed on photograph and it was noted that the backcheck valve was broken off the caresite valve. Based on investigation results, the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that blood leak at side port. No injury reported.